Manufacturer narrative:
Root cause undetermined. There has been no manufacturing deficiency identified. The reported complaint can be confirmed. The distal end of the insulation is marred, dull and chipped. There could possibly have been a hairline crack that eventually led to the final break. Without witnessing the damage firsthand the root cause cannot be determined. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Customer reports via phone that the doctor was performing a laparoscopic cholecystectomy. Prior to introducing the l-shaped electrode he adjusted the tip by bending. About 15-20" into the procedure the tip broke off and was easily retrieved. No patient harm confirmed.